Event description:
Additional information received reported that the patient received assistance from their manufacturing representative and their concerns were resolved. The manufacturing representative adjusted the patient¿s stimulation and it worked so much better. It was noted that it worked better than when it was installed.

Manufacturer narrative:
Concomitant medical products: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead; product ID 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient; product ID neu_recharger_acc, serial# unknown, product type: recharger; product ID neu_recharger_acc, serial# unknown, product type: recharger. (B)(4).

Event description:
It was reported that the patient was not experiencing any stimulation sensation and the implantable neurostimulator (ins) wasn¿t working. The patient had tried to charge the ins, but the recharger would not communicate with the ins and would not charge. The recharger screen was showing a stimulator and a ¿big battery and a plug.¿ the battery icon would pulse, but would not fill up whether it was plugged in or not, which had been occurring for a week. The patient programmer (pp) was showing a question mark, which had first appeared ¿about 2 weeks ago.¿ there was no elective replacement indicator (eri) seen by the patient. After pushing the ¿x¿ button and unplugging the recharger, the screen showed that the recharger was 3/4th full and was flashing, but then went down to 1/4th full. When plugging the recharger in again, the screen showed that the recharger was 1/2 full and then it went up to 3/4th full. The recharger had been plugged in overnight. When the patient tried using the recharger and placed the antenna over her back, the stimulation could be felt while recharging. The patient then pushed the ¿green¿ button and the recharger showed the ¿reposition antenna¿ screen. When using the antenna dial, it ¿did not seem to make a difference.¿ no interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.